Event description:
Pt #2 of 2: report received of the pump not maintaining the correct infusion rate. The pt had a diagnosis of pregnancy and back pain. In 2000, the pump was set to deliver d5lr or lr on the primary line at a rate of 125ml/hr with a volume to be infused of 1000ml. At some unspecified time during the infusion, the pump alarmed for "vtbi completed". The nurse checked the pump and noted the vtbi had "zeroed out", and that the rate had changed to 80ml/hr. The pump was changed out with no further problems reported. No pt harm was reported. It was not recalled if the secondary line had been programmed. The nurse did not recall if the pump had been plugged in during the event, however, it is their usual practice to plug the pumps in during use. Though requested, there was no further info available.